Manufacturer narrative:
(B)(4). Information was not provided by contact. The analysis results showed that the device was received in good visual conditions and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional.

Event description:
It was reported that during an anterior resection of the rectum procedure, during the application of the suture, the stapler, resected only the intestine. The customer refers that seem that the load had no stitches. The intervention continued with a new kind of operation (miles' amputation). Additional information has been requested, no response has been received to date, a supplemental report will be sent upon receipt of additional information.